Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: when the hospital staff switched this c1 on, the screen displayed self test failed and the alarm continued to sound. He therefore asked local staff to repair this c1. No patient involvement.